Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: "reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was reusing cartridges and reported being able to remove approximately 100 units from the cartridge. There was no impact to the customer's blood glucose level. Recommendation was made by tandem's technical support for the customer not to reuse cartridges or use insulin pulled out of a cartridge when filling a new cartridge.